Event description:
The customer called to report that she was hospitalized for high blood glucose levels with a reading of 1000 mg/dl. The customer stated that she was experiencing symptoms of diabetic ketoacidosis as well. The customer also stated that she had been experiencing frequent no delivery alarms. The customer used difference infusion sets and reservoirs, but the problem continued. The customer declined to troubleshoot and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.